Event description:
Medtronic received a report that the axium coil experienced resistance in the phenom 17 catheter. The patient was undergoing treatment for a cerebral aneurysm. The access vessel was the internal carotid artery, which was 4mm in diameter. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that the first coil was successfully deployed and detached without any issues. However, when inserting the second coil of the same product, it could not be pushed out from the catheter. Additionally, it became impossible to retract the coil, leading to the removal of the catheter along with the coil. Access to the aneurysm was reestablished using a different product, and the subsequent embolization with coils was completed without any further issues. The patient did not experience any health damage. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID fc-5-15-3d (229830258); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance was not known. It was assumed that the resistance was in the distal segment of the catheter because it occurred after it was taken out into the aneurysm and put back. The coil had come out of the introducer sheath smoothly. A continuous saline flush had been administered and maintained as indicated in the IFU. There was no kink/damage observed to the coil or catheter.

Manufacturer narrative:
Product analysis: the phenom-17 catheter, and the framing coil were returned for analysis within a shipping box, within a resealable plastic biohazard pouch, and the framing coil was within an introducer sheath. Damage location details: no damage was found to be the phenom-17 catheter body; however, dried blood was found throughout the catheter body (proximal-distal portion). No damage or irregularities were observed with the phenom-17 distal tip or marker bands. Testing/analysis: the phenom-17 catheter body total length was measured to be ~156.2cm, and the usable length was measured to be ~150.1cm, which was found to be within specification (specification: total (ref) = 156.5cm, usable: 150.0cm ± 1.5cm). During testing, the phenom-17 was cut open and found to be full of dried blood from the distal segment to the proximal segment. While opening the phenom-17 catheter body, the inner liner was found to be damaged (liner delamination/peeling) at ~38,0cm from the hub. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.